Manufacturer narrative:
Our medical director, was in contact with another dr. Exact product was not available, however, remaining product from package was returned and evaluated against our long term samples. Test results showed all product to be sterile and pyrogen free. Followo-up e-mailed report from pt physician, dr attached. The pt was discharged several days ago with no known diagnosis. She normalized and was back to normal health. Everyone involved in her care feel we will never know what happened, but the consensus is that it seems very unlikely related to the endospot.

Event description:
Pt had spot injected in the hepatic flexure during endoscopic procedure. Facility suspected "reaction" to spot when pt having abdominal discomfort in 2007, and fever of unk origin and abnormal liver function on the next day. A post procedure laparoscopy was performed.